Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was not being displayed in the pump history. Customer's blood glucose was 284 mg/dl. During troubleshooting with tandem technical support, the customer exited and re-entered the pump history, and the issue resolved. Customer continued to use the pump for insulin therapy.